Event description:
It was found that head end siderail would not stay locked in the up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.